Event description:
Patient was revised due to instability poly wear was indicated intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported instability; however, polyethylene wear after 20 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.